Manufacturer narrative:
It is unknown which heater-cooler serial numbers, if any, were used during the reported procedures. At this time, it is believed that the procedures did not involve the use of the heater-cooler system 3t. If any additional information is received, it will be provided in a supplemental report. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). H as the serial number of involved product is unknown, the device manufacturing date(s) could not be determined. Recall number: livanova (B)(4) implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). During follow-up communication on (B)(4) 2018, livanova (B)(4) learned that not all of the patients were operated on at the (B)(6). The customer also stated that the operations took place prior to the arrival of the three heater-cooler devices at the facility in (B)(6)2016. Based on this information, the event was initially classified as non-reportable, as this excludes the heater-cooler as the cause of the infection. However, because the facility has no documentation to confirm that the surgeries were performed prior to the arrival of the devices, it was decided to report the infections for notification purposes. If any additional pertinent information is received, it will be provided in a supplemental report. \ device not returned.

Event description:
Livanova (B)(4) received a report that 3 patients were diagnosed with mycobacterium chimaera infections. The lab report confirming the infections was received on (B)(6) 2017. The customer reported that they did not know which units were used during the procedure. However, they reportedly believe that the procedures were performed before they were shipped the heater-cooler system 3t devices in their possession, which they have previously confirmed are also contaminated with mycobacterium chimaera (refer to medwatch reports 9611109-2017-00284, 9611109-2017-00285 and 9611109-2017-00286).